Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). It was reported that the patient also received an error indicating expired test strips and another error indicating there was a measurement error caused by a blood sample. It was determined that the date, time, and unit of measure settings were set incorrectly on the meter. The settings were corrected. A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.0 inr. Within 4 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 4.0 inr (13 % quick). The laboratory value was believed to be correct. Based on the meter value, the patient was told to go back to her normal warfarin dosage of 2.5 mg. On monday and friday, then 5 mg. All other days. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. One used test strip was returned for investigation, so further investigation was not possible. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.

Manufacturer narrative:
The device code and component code have been updated.